Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Replacing out the insulin pump due to the display not returning after the 10 minute rest period. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint on interface board. Insulin pump had minor scratches on lcd window.